Event description:
The manufacturer received information alleging the check oxygen blending module (obm) trilogy leak: obm gasket leak test step had failed during preventative maintenance on a trilogy o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy o2 device was being evaluated at the manufacturer service center when the reported issue occurred on the device. During the evaluation it was noted that the obm flow element had caused the check obm trilogy leak: obm gasket leak test step to fail on the device. In conclusion, the device's obm flow element was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, trilogy o2 pm1 kit, and forty-three micron filter was replaced for preventative maintenance unrelated to the reportable issue.